Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed in the piggyback mode to deliver an unspecified antibiotic, at the rate of 50 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted the antibiotic container was still full; however, the device display indicated that the device delivered an unspecified volume. The device was removed from clinical service. It was reported 10 minutes later, the therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml for an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum xlm, list # 11859 does not contain a pump history that provides past programming settings. Hospira is unable to confirm if the device was programmed to deliver at a rate of 50 ml/hr as reported by the customer. This report represents all the info known by the reporter upon query by hospira personnel.